Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open plastic surgery, the problem was scarring and closing of the skin with extrusion of parts of the thread. They then opened the surgical incision due to the device problem and re-do the suturing process.